Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device issued a "speaker malfunction inop and input malfunction." No pt harm was reported.